Event description:
Note: the event was reported to have occurred in 2008; the actual date is unk. It was reported to boston scientific corp in 2008, that a leveen needle electrode was used during a rf ablation procedure on the pt's liver. According to the complainant, after 15 minutes, "nothing happened, no heat, no gaz." It was further reported that the physician removed and replaced the device with another leveen needle electrode device. The pt's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
Although the complainant indicated that the suspect device is being returned for eval, it has not been returned. The device eval has not been performed; the cause of the reported malfunction is undetermined.